Manufacturer narrative:
It was reported that the alleged event was due to using the chair in abnormally thick shag carpeting with a heavy patient and a lack of communication between the emts. It was further reported that no injury resulted to patient or user and that to resolve this issue, both of the emts have received further training on communication and use of the product. A visual and functional inspection was performed and the stair chair functioned to specifications with no defect found.

Event description:
It was alleged that the stair chair tipped over with a patient while transporting the patient down a set of stairs.

Event description:
It was alleged that the stair chair tipped over with a patient while transporting the patient down a set of stairs. It is unknown if the patient was injured during this event as the details regarding potential patient injury were not provided.